Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt a "kick" in the chest, with diaphragmatic stimulation noted. The lv (left ventricular) lead was reprogrammed, with the stimulation being resolved, and the lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the (B)(6).